Event description:
Caller reported a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump via email and advised the customer to call back if the issue reoccurred.